Event description:
It was reported that prior to a full implant procedure, the representative visually inspected the product and found a 2mm speck of foreign material inside the sterile packaging. A new device was used to complete the case. The patient was not present at the time of the event, and there were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. Correction: h6 device code.

Event description:
It was reported that prior to a full implant procedure, the representative visually inspected the product and found a 2mm speck of foreign material inside the sterile packaging. A new device was used to complete the case. The patient was not present at the time of the event, and there were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.